Event description:
It was reported that the system 7 dual trigger rotary was overheating during testing or setup at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 7 dual trigger rotary was overheating during testing or setup at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The original reported event of overheating was confirmed. The technician found that the handpiece started to become warm after running. Upon disassembly the motor coil failed the hi-pot test, and a motor winding short issue was diagnosed and identified as the primary failure. The front motor bearings also failed. A motor winding short failure can cause or contribute to high amps, which could result in the device overheating.